Manufacturer narrative:
Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was air contained in the main body of the cuff. The air was removed from the cuff body and further examination of the cuff body shows that there was a bulge on the main body of the cuff. The returned unit was deflated using a syringe and then re-inflated. It was reported that during use of the tracheostomy tube, a patient was found to be bradycardic, hypoxic, and hypercapnic. The tube had a cuff leak that would not stay inflated, and the old tube was found to have a hole in the cuff. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: under no circumstances should more than 25 mm of mercury (hg) air pressure be used to inflate the cuff. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the tracheostomy tube, a patient was found to be bradycardic, hypoxic, and hypercapnic. The tube had a cuff leak that would not stay inflated, and the old tube was found to have a hole in the cuff. The tube was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.